Manufacturer narrative:
Patient information was not provided. Livanova (B)(4) manufactures the s3 cardioplegia display module. The incident occurred in (B)(4). This medwatch report is being filed on behalf of livanova (B)(4). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that the display buttons of an s3 cardioplegia display module were unresponsive during a procedure. The module was removed and was found to be hot to the touch. The module was swapped and the case was continued without further incident. When the module was later tested by the customer, it appeared to be working. There was no report of patient injury.